Manufacturer narrative:
H.6. Investigation summary: bd received ten (10) photos for investigation. The photos were reviewed and the indicated failure mode for poor plasma and fibrin was observed. Oil gel globules was not observed in the photos. Further clinical testing for the indicated failure mode erroneous results could not be conducted as bd clinical laboratories are unable to test for troponin t hs at this time. While the capability to test for troponin t (non-hs) is in place, the results from an assay with this design would not yield valuable results. Additionally, clinical testing could not take place as the lot numbers are unknown. Complaints for sample quality are under statistical control for the month of november 2023. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode poor plasma and fibrin. This complaint has not been confirmed for oil gel globules and erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 4 of 4. It was reported that during use with the bd vacutainer® lh pst¿ ii plus blood collection tubes, there were false high results for troponin. There was no report of patient impact.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that during use with the bd vacutainer® lh pst¿ ii plus blood collection tubes, there were false high results for troponin. There was no report of patient impact.